Event description:
A 53-year-old female had dialyzer reaction 9/19/94. The reaction occurred at initiation of treatment. Pt has had eighteen previous treatments on this dialyzer. Symptoms were hypotension, pounding in head, facial flushing, and tingling in mouth. (Note: blood flow at 100 cc/min at the time.) Treatment was terminated and reinitiated with a different type of dialyzer.